Event description:
Scrub tech put the zimmer dermatome together but the blade was inadvertently put on upside down. The face plate screwed on securely and the instrument was handed to the resident who then proceeded to use the blade on the patient. It was then noted that the instrument was going too deeply into the skin. Upon further inspection of the instrument it was noted that the blade was upside down causing the damage. Attending was able to suture the portion of the skin that was affected. Staff proceeded to correct the blade problem, continue the surgery and finish the procedure. Grafts were taken from another site.